Event description:
Patient 1 of 2. While therapist was administering ultrasound treatment under water, the patient received a skin burn. Treatment parameters were 1.5 w/cm2, 1 mhz, under water, plastic bucket, no electrical stim involved, treating wrist and hand. No information available regarding any treatment applied in response to burn or the severity of the burn.

Event description:
Patient 2 of 2. During ultrasound therapy, patient was burned. Treatment was: us 1.5 w/cm2, ultrasound gel, over greater trocanter of the hip, no stim, 8 min treatment. No additional information provided.

Manufacturer narrative:
Returned unit was treated with no issues found. The following parameters were checked and found to be within specifications: output power at power settings ranging from 1-5 watts. Output power at duty cycles ranging from 10%-100%, bnr and era, leakage current, ultrasound applicator physical examination. All tests showed that the outputs were within the allowable limits.

Manufacturer narrative:
Returned unit was treated with no issues found. The following parameters were checked and found to be within specifications: output power at power settings ranging from 1-5 watts output power at duty cycles ranging from 10%-100% bnr and era leakage current ultrasound applicator physical examination. All tests showed that the outputs were within the allowable limits.